Manufacturer narrative:
(B)(4). D10: unknown tibial plate, #item unknown, #lot unknown. Therapy date: (B)(6) 2025 g2: foreign - event occurred in japan. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that despite multiple attempts to insert the articular surface implant while carefully noting the insertion direction, it would not seat. Upon checking the shape of the surface, it appeared that it had become deformed. Therefore, a new implant of the same size was opened and used instead. There was no patient injury as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. The cmp was confirmed. Visual inspection of the returned device shows signs of use (dings around the extraction slot) there are indents on the anterior surface. The dovetail feature is both flared and compressed. There are gouges on the posterior end of the dovetail feature on the lateral side review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar for the reported item and no additional complaints for part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona® the personalized knee®. The root cause is attributed to a failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.